Manufacturer narrative:
If new information is received, a follow-up report will be submitted. At this time, no other details have been communicated.

Event description:
Boston scientific received information that the patient with this device expired approximately four months post implant. No allegations against the devices' functionality; however, information received appeared unclear if the product had been activated post implant. It was stated that at one point, due to the patients condition the device had not programmed on; several underlying medical conditions noted. The family had taken legal action against the medical facility as they felt the physicians actions were a contributing factor. Current information states the device remains at the funeral home; due to pending legal action against the medical facility, bsc remains unable to pursue additional information.